Manufacturer narrative:
Visual inspection performed by r&d project manager: looking at the stem body an opaque white film is visible on the proximal part of the stem. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Manufacturer narrative:
Batch review performed on 30 january 2023: lot 110546: (B)(4) items manufactured and released on 24-mar-2011. Expiration date: 2016-02-28. No anomalies found related to the problem. To date, 59 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation: revision about 11 years 9 months after the primary total hip arthroplasty in a 67 year old male patient due to aseptic loosening of the femoral stem. The surgeon revised successfully the stem, head and liner. In the radiographic image provided, signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
At about 11 years 9 months after the primary, revision surgery performed following aseptic loosening of the femoral stem. The surgeon revised successfully the stem, head and liner.